Manufacturer narrative:
A review of the system controller log file revealed no atypical events. No effect to the pt was reported. The pt remains on lvad support with the replacement pump. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 3.5 years post-implant, an x-ray taken of the pt revealed a possible separation of the percutaneous lead near the pump housing. The manufacturer's technician tested the percutaneous lead for electrical continuity and confirmed that a single wire from one of the three motor phases was interrupted. A decision was made to exchange the pump as a precaution.